Event description:
Associated medwatch-reports: 9610612-2023-00142 ((B)(4)). 9610612-2023-00143 ((B)(4)). Involved components: (B)(4) /columbus rev f hc glid.surf.t2/2+ 14mm - lot 52461064. (B)(4) /patella 3-pegs p2 - lot 52493276. (B)(4) /nut f/femur extens.stem all sizes neutr. - lot 52485256. (B)(4) /columbus rev f femur cemented f6r - lot 52471531. (B)(4) /femur extens.stem 7° d20x117mm cem.less - lot 52482989. (B)(4) /columbus rev femur spacer post.f6 5mm - lot 52229297. (B)(4) /columbus rev femur spacer distal f6 5mm - lot 52473601. (B)(4) /columbus rev femur spacer post.f6 5mm - lot 52407966.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation: because we did not receive any sample, a thorough investigation was not possible. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable. Explanation and rationale: there are several and often complex root causes for an implant loosening. Possibly due to septic conditions or, for example, to incorrect loading, too early or too high loading, which may also have occurred long before the onset of loosening, suboptimal positioning (due to the patient), inappropriate choice of implant, inappropriate surgical procedure or inappropriate cementing technique, and many others. Conclusion and preventive measures: on the basis of the current information a clear conclusion regarding the implant loosening cannot be drawn. At this time there are no hints for a product related error; if products are returned in the future, another investigation will be performed unsolicited. Due to the circumstance that the root cause for the loosening could not be clearly determined the pra is only conditionally applicable. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2023-00142 (400603044 - nr074k), 9610612-2023-00143 (400603045 - nr175k). Involved components: nr622m/columbus rev f hc glid.surf.t2/2+ 14mm - lot 52461064. Nx042/patella 3-pegs p2 - lot 52493276. Nr400k/nut f/femur extens.stem all sizes neutr. - lot 52485256. Nr016k/columbus rev f femur cemented f6r - lot 52471531. Nr510k/femur extens.stem 7° d20x117mm cem.less - lot 52482989. Nr566k/columbus rev femur spacer post.f6 5mm - lot 52229297. Nr466k/columbus rev femur spacer distal f6 5mm - lot 52473601. Nr566k/columbus rev femur spacer post.f6 5mm - lot 52407966.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr074k - columbus rev f tibia offset cemented t2+. According to the complaint description, the first surgery for total knee arthroplasty was performed with a non-aesculap implant. After 5 months from the implantation with our product, the patient fell. After 1 year from the implantation the patient experienced an aseptic tibial loosening of the implant. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00142 ((B)(4) - nr074k), 9610612-2023-00143 ((B)(4) - nr175k).